Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The distal patient line was disconnected from the patient line stopcock and the patient line stopcock was missing. Adhesive was observed on the end of the proximal patient line tubing. Tape adhesive was observed on the patient line as well. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient line tubing on an exacta edms had disconnected from the stopcock attached to the icp monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.